Manufacturer narrative:
E1: event city: (B)(6)event country: canada.name: (B)(6) based on the available information, this event is deemed to be reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set leakage issue at the site event on (B)(6)2026.